Event description:
The patient called and reported the tracheostomy tube was pretested as described in the directions for use. She had it put in on monday night. About four hours later they discovered a leak. The tracheostomy tube was removed, and her husband placed a new tracheostomy tube in her. She stated the leak was in the pilot balloon but is not sure where exactly.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.